Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: UDI: (B)(4). H4: the device manufacture date is currently unavailable. Investigation summary: the complaint device was received and evaluated. The device was received with its original packaging open. Visual inspection revealed that the device was in used condition. The cable is in good condition as well as the connector and pins. The electrode tip shows activation signs, the suction tube was in a normal condition. To test its functionality, the electrode was connected to a test generator, and it was recognized immediately, no alert messages were displayed. The ablation and coagulation functions were activated during one minute each and the device worked as intended, the device will be sent to supplier for suction evaluation. The vapr clplse90 electrode w hand cntrls was returned to manufacturer for evaluation. The manufacturer conducted visual inspection and functional test of device received by customer. The visual inspection of the device was performed, as a result; device was returned in the original packaging. Active tip looks in a used condition with tissue debris visible in the peripheral suction area. Residue visible in the suction tube. Cable, plug and shaft look in good condition. The electrical and functional test were successfully passed. Reported device was manufactured on dec 2022. A DHR for the reported device lot u2111146 has shown no issues (ncrs or deviations) with the manufacturing process that might explain any possible observed failures. The customer stated that device did not work. The device as received passed all electrical and functional checks. The customer complaint cannot be substantiated. Reported device cool pulse 90 electrode with hand controls, 228147, was evaluated at atl-UK no manufacturing defect was found with the reported electrode. The complaint device was found to meet the manufacturers specification. Therefore, no further investigation is possible. No root cause could be determined. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Event description:
It was reported by the distributor in brazil that during an unknown procedure on an unknown date, it was observed that the coolpulse 90 electrode with hand controls device did not work. During in-house engineering evaluation, it was determined that the active tip looked in a used condition with tissue debris visible in the peripheral suction area. It was unknown if and how the procedure was completed. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.